Manufacturer narrative:
The hospital has declined repair the distributor. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an error that results in a system reset. There was no report of patient involvement.